Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The device and delivery system were prepared per IFU. During implant the device was positioned too high above the annulus. The decision was made to re-sheath the device for a second attempt. It was noted that the device was unable to fully re-sheath into the capsule. The re-sheath wheel was adjusted all the way to the end but the valve capsule stopped moving after it reached the level of the skirt. It was observed that the distal end of the valve was still out of the capsule by 10-12mm. The decision was made to use the micro-adjustment wheel to try to completely re-sheath the valve. The capsule still did not move despite adjusting the wheel in either direction. The valve was unable to be fully re-sheathed nor re-deployed. The decision was made to remove both the valve and delivery system. The physician was unable to remove the device from the femoral artery even with high force. On fluoroscopy it was noted that the capsule was bent, preventing the device from moving out of the femoral artery. The delivery system was in the abdominal aorta with the valve half-open and the capsule bent. The patient underwent surgery to remove the delivery system from the iliac artery. It was noted during surgery that the right iliac artery was perforated. After the removal of the delivery system the iliac artery was treated with graft stents. It was believed that the iliac artery was perforated due to the amount of force used to remove the delivery system. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to remove (entrapment within anatomy), retraction problem, material twisted/bent, and use of device problem (related tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had severe calcification. During implant the device was positioned too high above the annulus. Therefore, the device was re-sheath; however, the device was unable to fully re-sheath into the capsule. The re-sheath wheel was adjusted all the way to the end but the valve capsule stopped moving after it reached the level of the skirt. The valve was unable to be fully re-sheathed nor re-deployed. Then, the physician was unable to remove the device from the femoral artery even with high force and it was noted that the capsule was bent, which was preventing the device from moving out of the femoral artery. The delivery system was in the abdominal aorta with the valve half-open and the capsule bent. The patient underwent surgery to remove the delivery system from the iliac artery. During surgery, the right iliac artery was perforated. After the removal of the delivery system the iliac artery was treated with graft stents. It was believed that the iliac artery was perforated due to the amount of force used to remove the delivery system. Based on the information reviewed, the root cause for the reported retraction problem and material twisted/bent could not be determined. The reported difficult to remove associated with entrapment within anatomy and use of device problem related to tissue damage appeared to be related to procedural conditions. The reported perforation was due to procedural conditions. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The aortic annulus was measured with the perimeter as 67.1mm and the area as 348.8 mm^2. The patient had severe calcification. The device and delivery system were prepared per IFU. During implant the device was positioned too high above the annulus. The decision was made to re-sheath the device for a second attempt. It was noted that the device was unable to fully re-sheath into the capsule. The re-sheath wheel was adjusted all the way to the end but the valve capsule stopped moving after it reached the level of the skirt. It was observed that the distal end of the valve was still out of the capsule by 10-12mm. The decision was made to use the micro-adjustment wheel to try to completely re-sheath the valve. The capsule still did not move despite adjusting the wheel in either direction. The valve was unable to be fully re-sheathed nor re-deployed. The decision was made to remove both the valve and delivery system. The physician was unable to remove the device from the femoral artery even with high force. On fluoroscopy it was noted that the capsule was bent, which was preventing the device from moving out of the femoral artery. The delivery system was in the abdominal aorta with the valve half-open and the capsule bent. The patient underwent surgery to remove the delivery system from the iliac artery. It was noted during surgery that the right iliac artery was perforated. After the removal of the delivery system the iliac artery was treated with graft stents. It was believed that the iliac artery was perforated due to the amount of force used to remove the delivery system. The patient status was stable.